Event description:
When attaching the spiros to the chemoclave universal vented vial spike (ch-70-10, 13921807, expiration date: 3/1/29) when pulling out a hazardous chemo drug the spiros did not have a great connection and the vial actually disconnected mid way through preparing the chemo. Hazardous chemo drug did not reach the patient.